Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion." According to the customer: "patient attended unit for 1 unit of blood. Blood was transfused as prescribed and programmed in the braun pump precisely with 311mls over 3hours 30 mins. However at the end of the transfusion it was noted that the bag was over filled by approximately 100mls. This blood was not transfused it was discarded. The blood transfusion stopped after 3hours 30 minutes as doctor prescribed."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analysed. The pump switched on and a space line was inserted. The infusion was started with a rate of 88,86ml/h and a volume of 311ml about 3 hours and 30 minutes. During the infusion, the pressure alarm occurred (B)(4) times. The reason for the pressure alarm could not be clarified. At the end of the infusion, 311ml has been infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.